Manufacturer narrative:
The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 40 units and remained static. Reportedly, the cartridge was filled with 300 units of insulin. Tandem technical support discovered the customer was over filling the cartridge with insulin. There was no impact to the customer's blood glucose. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
It was reported the customer's insulin gauge displayed an inaccurate fill estimate of 40 units and then re-estimated to an accurate fill estimate. During troubleshooting with tandem technical support it was verified the customer had been over filling the cartridges.